Event description:
Customer reports the following discrepant results, on two separate occasions, on his accuchek compact system within 10 minutes: 413 mg/dl, 77 mg/dl and 47 mg/dl, and 62 mg/dl, 313mg/dl, and 274 mg/dl. No action was taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent, however, strips are not available for return.